Manufacturer narrative:
Concomitant medical devices: dtpa2d1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing weakness and confusion. It was noted that there were chronically low r waves found from the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.